Event description:
Caller reported customer felt low blood glucose symptoms, but meter was reading high. Customer obtained a reading of 382 mg/dl and took 40 units of insulin. Customer continued to feel low blood glucose symptoms, but obtained readings in the 360's mg/dl. Customer was able to self-treat with assistance from wife. No additional results or treatments obtained. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer contact reported unrestricted flow. It was reported that the tubing set was primed with an unspecified IV solution. The cair clamp and the two slide clamps were placed in the closed position and the solution container was hung on an IV pole in preparation for later use. After an unspecified length of time prior to pt use, it was reported that although the clamps were engaged, fluid continued to drip from the distal end of the tubing set. It was reported that the tubing set remained in clinical use and was connected to the pt. The customer contact reported that "once the tubings are connected to the patients, the dripping is no long an issue." There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided.